Event description:
It was reported that the customer's insulin pump had been shutting off. The customer stated that this had occurred three times and that she had used ten new batteries so far. The customer stated that the battery of the insulin pump would go from full to nothing really quick. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.